Manufacturer narrative:
H3: one device was returned for repair in used condition. This device was previously service for "cassette not attached error," which was related to the current complaint. Error log showed downstream occlusion (dso), and cassette not attached properly errors. Functional testing showed when powered up normally and the latch lock handle is positioned in the latch/lock position, the device alarms " cassette not attached properly, reattach cassette," replicating reported problem. The cause is an intermittent dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming, "cassette not attached properly: reattach cassette". The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.